Event description:
It was reported to philips that the system was unable to perform fluoroscopy during the examination. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without delay using cine x-ray. It was reported to philips that the system failed to perform fluoroscopy during a procedure. Review of the logfile shows flexvision pc disk bay or frame grabber error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the image processing pc (ippc) required replacement and recommended onsite support. The philips field service engineer (fse) checked the system onsite and found an issue with ippc drives and hdds. To resolve the issue, the fse replaced all three ippc drives along with 3 hdds and reinstalled the ippc operating system and application and performed a full system software backup. The defective part was returned for analysis, for ippc no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, if the procedure was not affected and the customer was able to complete the procedure as planned normally on the same system without delay, it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.